Event description:
It was reported that during a coronary treatment procedure, a balloon deflation issue occurred. The target lesion was located in the right coronary artery (rca). The physician advanced a 2.0 x 20mm apex over the wire (otw) balloon catheter to the lesion and was inflated; however, the balloon took longer than expected to deflate. The procedure was completed with a different device. There were no reported patient complications and the patient status is okay.

Event description:
It was reported that during a coronary treatment procedure, a balloon deflation issue occurred. The target lesion was located in the right coronary artery (rca). The physician advanced a 2.0 x 20mm apex over the wire (otw) balloon catheter to the lesion and was inflated; however, the balloon took longer than expected to deflate. The procedure was completed with a different device. There were no reported patient complications and the patient status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the balloon was received partially inflated with dried contrast in the balloon and inflation lumen. There was no evidence of any proximal bond anomalies or distal outer neckdown. The minimum outer diameter (od) of the proximal balloon bond met specification. The catheter was soaked in a water bath for 24 hours to dissolve solidified contrast in the inflation lumen. A .014" guidewire was inserted into the tip and advanced through the lumen. An inflation device filled with water was used to pressurize the balloon to rated burst pressure (rbp) for 5 minutes. The device maintained rbp for 5 minutes with no evidence of leaks or other irregularities. Negative pressure was applied and the balloon deflated within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. No evidence was found to corroborate the reported event. (B)(4).

Manufacturer narrative:
Device code 1149 relates to component code 419. Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).